Event description:
Caller reported occlusions on (B)(6) 2025, which resulted in going to the emergency room on (B)(6). The customer was hospitalized with a blood glucose of over 400 mg/dl. The customer was treated intravenously with fluids of saline and insulin and was released with no permanent damage. Multiple attempts were made to follow-up to gather release date, but no response was received.